Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reported the catheter was kinked near the hub and found a crack in the catheter. No patient harm or complication reported. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one endurance catheter assembly and syringe for evaluation. Visual examination revealed the catheter body was separated adjacent to the hub. The edges of separation were oval and smooth, indicating that kinking caused the catheter body to weaken and eventually separated. The length of the catheter body separated measured 84 mm and the length of the catheter body attached to the hub measured 1 mm, totaling 85 mm which is consistent with the nominal specification of 85 mm per product drawing. The inner diameter of the catheter body measured from the proximal (separated) end measured to be 0.030" which is within specifications of 0.027-0.037" per product drawing. The outer diameter of the catheter body measured from the proximal (separated) end measured to be 0.0437" which is within specifications of 0.038-0.048" per product drawing. This indicates that the wall thickness measured within specifications. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage." The customer report of a kinked/cracked catheter was confirmed by complaint investigation of the returned sample. The returned catheter body was separated adjacent to the hub and the damage was consistent with inadvertent kinking of the catheter body. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reported the catheter was kinked near the hub and found a crack in the catheter. No patient harm or complication reported. The patient's condition was reported as fine.